Manufacturer narrative:
(B)(4) date sent: 2/1/2024 b3: event year only reported: 2024 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: who completed the gen11 audio check? How many layers and what kind of layers were between the surgical assistant¿s thigh and the harmonic device? Can the severity of the burn be confirmed? Can the generator log be pulled for engineering review? What is the current status of the burn injury? Additional information was requested and the following was obtained: under the circumstances, the person affected by the incident is doing well. She was quite shaken but otherwise fine. The burn had come into contact with melted plastic from her clothing, but fortunately she was treated immediately at the emergency room. The treating doctor applied silver sulfadiazine ointment, which could mean that it was a second-degree burn, but I have not been able to confirm that. The person in question did not have much trouble afterwards and was able to continue working again. The person was working as the assisting surgical assistant at the time of the incident and was therefore standing at the operating table. She had just connected a harmonic ace+7 (harh36) to the gen11 and performed the usual start-up test (where the instrument is briefly activated). She then placed the ace+7 in a plastic instrument bag that was taped next to the working field. She then leaned over the patient to perform an action and then felt a sharp pain in her thigh. She indicated that the gen11 did not produce the usual tone that makes it normal when activated. The ace+7 was not preserved after the incident. They unpacked another one and the operation started after a 15-minute delay. No further problems or deviations were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic operation the device was in the diathermy bag that was against the thigh of my colleague (instrument operator). The device somehow activated and caused her a burn.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2024. Additional information was requested and the following was obtained: who completed the gen11 audio check? The audio check was done by a j&j sales consultant accompanied by the complainant, the surgeon who operated at the time of the incident and the surgical assistant who experienced the burn incident. All agreed the audio was loud and clear. How many layers and what kind of layers were between the surgical assistant¿s thigh and the harmonic device? Two layers. A surgical gown and the standard or attire worn in the netherlands. Can the severity of the burn be confirmed? Following the incident the surgical assistant visited the first aid department of the haaglanden medisch centrum location antoniushoeve. An inquiry could be made. The burn was treated using a silver sulfadiazine cream which could indicate a second degree burn. Can the generator log be pulled for engineering review? Yes but I would need assistance in order to retrieve the data given that the incident was some time ago. What is the current status of the burn injury? The burn injury has healed. The victim was able to continue working straight after the incident. Despite feeling some pain she did not have to take any time away from her work to recover.